Event description:
Device was employed endoscopically for pancreatic lobule biopsy. The device snapped during the procedure when the provider attempted to close the clamp/teeth. No injury to the patient.